Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a zta-p-40-217 (complaint device) has been used in a thoracoabdominal procedure. The device has been implanted as a connecting component in order to fix an endoleak between the second (from proximally)thoracic component and the branch, as the bridging length was not sufficient regarding the anatomy. Once the graft deployed, the physician had some difficulty to retrieve the delivery system, as much as the graft moved backwards. The physician did force a bit and finally managed to retrieve, then realized that the tip/proximal end of the device was probably stuck in the barbs. It is unknown barbs of which component the device was stuck, the graft itself or one of the other ones prior implanted. When withdrawing the dilator ¿ after full deployment of the graft - by leaving the intro sheath in place. It is reported that ¿once graft deployed, the physician had some difficulty to retrieve the delivery system¿¿. The zta was fully deployed, the sheath had been withdrawn all the way so that the valve docked with the black gripper and the blue rotation handle had been rotated to full stop. Issue occurred after double rotation of the handle. Zta-p-40-217 was returned without shipping and stent graft. The device was returned in two pieces; flexor sheath and introduction system without stent graft. The device evaluation found, that the nitinol wires were observed to be not fully retracted into the uat. It was attempted to rotate the blue rotation handle, and it was possible to rotate it approx. 240° to the full stop. Excessive resistance was felt, but the nitinol wires became fully retracted. Review of the device history record gave no indication of the device being produced out of specification. It is reported that the handle was fully rotated and the device fully deployed, and the physician assumed that it was the tip/proximal end of the device which probably got stuck in the barbs of a previously implanted device. During the device evaluation, dried glue was observed on the sliding rod. Based on the provided information and device evaluation, it cannot be ruled out, that glue on the sliding rod prevented the withdrawal of the wire-knob, which caused incomplete retraction of the nitinol wires into the uat, and the incomplete rotation of the blue handle by the physician. It is possible that the incomplete retracted wires got stuck in the previously implanted stent graft or complaint device itself causing difficulties with retraction of the introduction system. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the device has been implanted as a connection component in order to fix an endoleak between 2nd (from proximally) thoracic component and the branch, as the bridging length was not sufficient regarding the anatomy. Once the graft deployed, the physician had some difficulty to retrieve the delivery system, as much as the graft moved backwards. So, the physician did force a bit and finally managed to retrieve, then realized that the tip/proximal end of the device was probably stuck in the barbs.